Event description:
It was reported the pt is experiencing difficulty charging due to the scs ipg pocket site healing with the scs ipg positioned diagonally. The physician ordered an abdominal binder to address the issue. F/u identified the issue did not resolve with the binder. Subsequently, surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.